Event description:
Pt experienced chills, nausea and vomiting, hypotension and shortness of breath approx 70 minutes after initiating hemodialysis therapy. Therapy was provided with a 17th use hemodialyzer.